Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon ruptured occurred. The unspecified target lesion was located in a moderately tortuous and severely calcified unknown anatomy location. A nc quantum apex mr 12mm x 2.25mm balloon catheter ruptured at nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the nc quantum apex catheter was received. Magnified inspection revealed a longitudinal tear in the balloon wall from the mid-section to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).